Manufacturer narrative:
Initial reporter city(B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a 500ml eva (ethyl vinyl acetate) tpn (total parenteral nutrition) bag was leaking from an unspecified location. The issue was identified before use. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Correction to b5, d1, d4: catalogue #, g1: manufacturing facility name and address, and g4: 510k #. B5: the affected product is ¿vented micro-volume inlet¿, previously submitted as ¿500ml eva (ethyl vinyl acetate) tpn (total parenteral nutrition) bag¿. D1: brand name: the correct brand name is ¿vented micro vol.inlet, n/s¿, previously submitted as ¿exactamix tubing sets for baxa exacta-med pharmacy pump¿ d4: catalogue: the correct catalogue # is ¿h938175¿, previously submitted as ¿h938738¿. G1: correction to manufacturing facility name and address. G4: 510k #: the correct # is ¿k002705¿, previously submitted as ¿k900585¿. H10: the device was received for evaluation. Unaided visual inspection was performed which did not identify any abnormalities that could have contributed to the reported condition. Functional testing was performed and no leak was observed. The reported condition was not verified. Should additional relevant information become available, a supplemental report will be submitted.